Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported an impella 5.5 was placed in a 60 year old male patient for non-st-elevation myocardial infarction support. An echocardiogram showed the impella 5.3 centimeters from the aortic valve with a small pericardial effusion. The patient had a couple of runs with ventricular tachycardia (vt). The patient had six to ten beats of vt. Lidocaine was being used. The next day the patient remained intubated and went into atrial fibrillation. A sternotomy was performed and left internal mammary artery taken down. Hemashield platinum graft anastomosed to the aorta and tunneled out to the left supraclavicular space. An axillary sheath was placed and the graft was de-aired. The impella 5.5 was advanced under transesophageal echocardiogram guidance. Once proper positioning was obtained, gradually flows increased. The doctor proceeded with off-pump coronary artery bypass grafting x 3. At the conclusion of the case, the graft was clamped, the peel-away sheath was removed, the graft was trimmed and secured to blue suture hub and secured blue suture hub to skin. The chest was closed and final measurement was 5.2 centimeters. The patient was sent to intensive care unit.